Event description:
During treatment of an acomm anterior aneurysm, the lvis stent was deployed through the microcatheter to the contralateral a2. It was observed that the stent appeared twisted in the mid-section. One coil was placed in the aneurysm. Clot formation was visible distal to the stent. Eventually no flow was visible in the a2 artery. Reapro was administered and some flow was restored within 45 minutes. The physician decided to angioplasty stent with a balloon. Following this attempt, the vessel ruptured resulting in sah. A ventricular drain was placed. No add'l pt status has been provided. The physician noted that there appeared to be no issues with the balloon catheter. Pt info: pt ID, and weight are not available.

Manufacturer narrative:
Sample analysis: an eval of the actual complaint sample could not be performed as the samples were reported to be discarded. The root cause of this incident cannot be determined as the device was not returned for eval. The physician indicated that there did not appear to be a problem with the devices used. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.